Event description:
The customer reported obtaining r-flags on differentials while running controls on a lh 500 hematology analyzer. The customer proceeded to run patient samples to see if r-flags will be obtained as well and the r-flags were indeed obtained on patient samples. The customer also indicated that they smelled a burning smell but saw no smoke while troubleshooting. The instrument gave +24 volt and 6.3 volt errors and the customer technical support suggested for the customer to power off the unit until serviced. No erroneous results were reported out of the laboratory and there was no change to patient treatment associated with this event. Beckman coulter field service engineer (fse) found a fluid leak at pinch valve vl43 onto mix chamber module, thereby, shorting the solenoid manifold (mf15). The fse stated that the short in +24 volts caused damage to the diluter interface card. The fse replaced the damaged mix chamber module, corroded solenoid harness and solenoids on pump module. The fse also replaced the diluter interface card and check valve to fmt1. Failure mode was determined to be a leak at tubing through pinch valve vl43. Per labeling, r-flags are defined as: review the result according to your laboratory's protocol. When editing parameter results, this flag requires special handling. Any parameter derived from an r-flagged parameter cannot be recalculated until the parameters with the r flags have been edited.

Manufacturer narrative:
(B)(4).